Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert had triggered approximately six months prior on the right ventricular (rv) lead. A superior vena cava (svc) coil fracture was noted. The lead alert was turned off and no further action was taken. Six months later an alert was triggered indicating the sense lead was fractured and high rv impedance was noted. The lead was explanted and replaced. No patient complications have been reported as a result of this event.